Manufacturer narrative:
Additional, corrected, and/or changed data: d1, d4, h4, h6. Clarification for changes: device information has been removed as manufacturing date does not align with implant date.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿ with lidocaine. Patient experienced swelling a few weeks post injection and was treated with hyaluronidase. 5 years later, patient was injected again with 0.5ml in each tear trough with juvéderm® volite¿. Patient developed tyndall and edema to tear trough area bilaterally. Patient was treated with hyaluronidase and symptom resolved. However, edema/swelling/tindel effect seems to reappear every 3 months. Symptom is ongoing. This record is for juvéderm® volift¿ with lidocaine. Additionally, the healthcare professional reported that the patient was injected with 0.25 mls per tear trough with juvéderm® volift¿ with lidocaine the patient noticed a significant reduction in darkness and depression of tear troughs. The patient had complaint of left tear trough looking puffy. It was proposed to have the volume loss on the left cheek be corrected to decrease what appears to be a puffy trough. There was a diagnostic test performed of an x-ray sinus. The results were that the facial soft tissue may be swollen, otherwise unremarkable. Patient was treated medically 6 years ago with hyaluronidase by needle, four years later a treatment of hyaluronidase by needle, at the beginning of last year treatment of hyaluronidase by needle, within the same month later part patient was treated again with hyaluronidase by needle. At the start of this year the patient was treated with hyaluronidase by needle, the 2nd month of this year treated with hyaluronidase by needle, 2 months later patient was treated with hyaluronidase by needle, and just last month the patient was treated with hyaluronidase by needle.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿ with lidocaine. Patient experienced swelling a few weeks post injection and was treated with hyaluronidase. 5 years later, patient was injected again with 0.5ml in each tear trough with juvéderm® volite¿. Patient developed tyndall and edema to tear trough area bilaterally. Patient was treated with hyaluronidase and symptom resolved. However, edema/swelling/tindel effect seems to reappear every 3 months. Symptom is ongoing. This record is for juvéderm® volift¿ with lidocaine. Additionally, the healthcare professional reported that the patient was injected with 0.25 mls per tear trough with juvéderm® volift¿ with lidocaine the patient noticed a significant reduction in darkness and depression of tear troughs. The patient had complaint of left tear trough looking puffy. It was proposed to have the volume loss on the left cheek be corrected to decrease what appears to be a puffy trough. There was a diagnostic test performed of an x-ray sinus. The results were that the facial soft tissue may be swollen, otherwise unremarkable. Patient was treated medically 6 years ago with hyaluronidase by needle, four years later a treatment of hyaluronidase by needle, at the beginning of last year treatment of hyaluronidase by needle, within the same month later part patient was treated again with hyaluronidase by needle. At the start of this year the patient was treated with hyaluronidase by needle, the 2nd month of this year treated with hyaluronidase by needle, 2 months later patient was treated with hyaluronidase by needle, and just last month the patient was treated with hyaluronidase by needle.